Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the ars (syringe) leaked during use.

Manufacturer narrative:
(B)(4) the customer returned an opened es-04301 set containing a catheter, guide wire assembly, dilator and an arrow raulerson syringe (ars). Visual examination of the ars did not reveal any defects or anomalies. After the ars failed the functional inspection, the handle was broken to examine the valve inside. The valve consists of two bi-lateral valve pieces and a spacer. No damage was observed on any of the valve components. Both of the valves were slit as expected and no obvious holes/damage were observed. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did not snap back in to a position = 1cc after the ars was tested. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did not pass the functional inspection. Water was aspirated into the returned ars. Water and air filled the syringe with a significant amount of air bubbles entering. A lab inventory 0.032" guide wire was passed through the valve in the ars handle and no resistance was met. A device history record review was performed with one potential relevant finding for an ars leak during use. A non-conformance was initiated for an ars leak during qc testing of ars lot 71c16l1128. The customer reported issue of the ars syringe leaking was confirmed during functional testing of the returned sample. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. Examination of the plunger seal and the valve components did not reveal any defects or anomalies. Although the ars did not meet functional requirements, a probable root cause could not be determined as no ars components were found to be defective and no issues were found in the assembly. Teleflex will continue to monitor and trend reports of this nature. *a conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer reports the doctor found the ars (syringe) leaked during use.